Manufacturer narrative:
Refer to (B)(4), "unit functions within all specifications. Could not verify any malfunctions. Customer was already sent a replacement console/ refurbish for consignment stock." Completed and attached a current MDR decision flowchart. The DHR was reviewed. The unit met manufacturing specifications when relapsed and there were no issues related to the complaint. No other service records for this unit.

Event description:
Vacuum test fails and gives a lot of trouble when priming manually.